Event description:
The stabilis plate broke at its weak point. Screws broke and pulled through the plate. Cover locks popped off. This break occurred 6 months after implantation. Patient was just walking. Revision surgery planned.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.